Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation. The device history review could not be conducted since the lot number was no provided. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during laparoscopic hepatectomy, the jaws did not open from the first clip loading. Therefore, a new unit was used.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged and the first clip protruding from the channel. It was also observed that the second clip was out of position in the channel. The returned sample appears used as there is biological material present on the device. The returned sample was reviewed with a r & d engineer. First, the trigger cycle was completed. It was observed that the first clip was still protruding from the channel. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. A double feed occurred where both clips fired at the same time. The following clip was unable to load properly. Another attempt was made. The next clip was able to load properly and was successfully applied to over-stressed surgical tubing. It was observed that the jaws opened completely. This was repeated with the same result for the remaining clips. The double feed and the clip misloading are indications that the clips were out of position and stacking on one another. The clip stacking could prevent the clips from properly loading into the jaws. The sample was received with 10 clips remaining in the channel indicating that 5 clips were fired by the end user. A non-conformance has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." Although the root cause of this complaint issue could not be determined, a non-conformance has been opened to further investigate the clip stacking issue. The reported complaint of "jaws not open" was not confirmed based upon the sample received. One device was returned with 10 clips remaining in the channel indicating that 5 clips were fired by the end user. Upon functional inspection, a double feed occurred , and the next clip was unable to load properly. The double feed and the clip misloading are indications that the clips were out of position and stacking on one another. The clip stacking could prevent the clips from properly loading into the jaws. It could not be determined exactly how or when the clips became out of position. A non-conformance has been opened to further investigate this issue.

Event description:
It was reported that during laparoscopic hepatectomy, the jaws did not open from the first clip loading. Therefore, a new unit was used.